Manufacturer narrative:
Although the complained device was not returned, an x-ray was provided that shows the plate broken. All given information were forwarded to the stryker health care professional. He stated the following: it seems that no bone graft was used underneath the implanted plate. Based on the catalogue number the surgeon used the wrong plate. According to the instruction for use primary reconstruction (gold color) plates are not intended for use in secondary reconstruction applications. Furthermore in the related brochure (90-01423; lot d0410) is stated for the primary recon plates (color-coded gold) that they are indicated: ¿for the fixation of microvascular grafts only (eg. Fibula, radius, scapula, iliac crest) in a single step reconstruction after resection of a tumor, osteomyelitis or fractures. For the internal fixation of comminuted mandibular fractures.¿ therefore the root cause of the postoperative plate fracture can be attributed to an off label use. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no further corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that a plate was implanted in the patient on (B)(6) 2013 during a glosso-mandibulectomy procedure to treat an epidermoid carcinoma at the base of the tongue. The plate spontaneously broke without notion of trauma and, subsequently, the plate was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a plate was implanted in the patient on (B)(6) 2013 during a glosso-mandibulectomy procedure to treat an epidermoid carcinoma at the base of the tongue. The plate spontaneously broke without notion of trauma and, subsequently, the plate was explanted and replaced on (B)(6) 2016.